Event description:
The customer reported via phone call that the insulin pump had a no response from any button. Screen was not blank. The blood glucose at the time of the incident was 78 mg/dl and 85 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.